Manufacturer narrative:
Product analysis : during functional analysis, it was not more possible to inflate the ibt due to a hole or leak. During visual analysis, the hole was confirmed on the balloon and located near the distal peak of the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the balloon rupture is attributed to contact with bone splinters during surgery.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: vertebral compression fracture, it was reported that intra-op, balloon ruptured during inflation immediately after placement in the vertebral body. Patient was not allergic to the contrast media. No patient complications were reported.